Manufacturer narrative:
Analysis found the unit alarmed motor error due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a motor error. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.